Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed and reproduced error by running a wash prime. Fse found tubing disconnected on top of the bf probe and reconnected tubing to top of the probe. Fse also dried the leak sensor, ran several wash primes without errors. Fse validated analyzer by performing quality control run successfully without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-900 operator's manual under section 12: flags and error messages states the following: [2009] liquid leak cause: leakage of solution was detected at the start of measurement, so measurement will stop. Action: please contact the tosoh local representatives. The most probable cause of the reported event was due to tubing disconnected from the bf probe.

Event description:
A customer reported getting error message "2009 liquid leak" on the aia-900 analyzer. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg), estradiol (e2) and luteinizing hormone (lhii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.